Event description:
A hospital in the netherlands reported that the inlet port of an rd900 neopuff infant resuscitator was "not turnable" and "broke". No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently endeavouring to retrieve the complaint device. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the inlet port of an rd900 neopuff infant resuscitator was "not turnable" and "broke". No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint device is no longer expected to be returned to the manufacturer or our regional office. Photographs have been provided by the customer. Our analysis is accordingly based on the description of events, photographs provided and our knowledge of the product. Results: inspection of the photographs provided revealed that the gas inlet port is cracked. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the damage to the neopuff gas inlet port was due to impact. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient".